Manufacturer narrative:
A ge service rep performed an investigation. Based on the reported problem, an order has been placed for 24v power supply. Once replaced, it is believed that this will address the reported problem. If additional info should indicate otherwise a follow-up report will be submitted as required.

Event description:
It was reported that intermittently, the 9800 system has a loss of column down function (vertical column not lowering) there was no report of pt injury.